Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that two ¿bb sized¿ and spaced apart air bubbles were observed in the patient line of an integrated apd set with cassette. This was noticed during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The technical service representative (tsr) was unable to find anything that would have caused or contributed to the presence of air. The tsr had the hp cycle the power on the hc device and end therapy. The hp planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.